Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip detached inside the pt at 16,363 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported. The device was not returned for eval.